Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by contact.information unavailable, device not returned for analysis. Band remains implanted.

Event description:
It was reported that approximately one month ago post a realize band adjustment, the patient was experiencing vomiting. The surgeon suspected the band was over tightened. And removed all the saline from the band. However the patient continued vomiting. Under an esophagram, it was discovered the band had slipped anteriorly. On (B) (6), 2010, the surgeon opened the band. It will remain open for two months to allow the stomach to heal. After two months, the band will be re-closed. The patient is currently okay. The patient is (B) (6) of age and (B) (6) tall.